Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. The customer reported pump physical damage. Troubleshooting was not completed. The customer reported physical damage to the infusion set p cap. The insulin pump will not be returned for analysis.

Event description:
It was reported that rim around battery cap was also damaged and rim was totally gone.